Event description:
The following has been reported: nurse reported: "the blood tubing did not have a red clamp under the red filter used for the blood product." Patient harm: no. A preliminary review of the logs identified the following issue: missing components (set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.